Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use by end clinical user, the cardiosave intra-aortic balloon pump (iabp) unit had top lcd display scrambling/glitching. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced display top lcd, label upper inside badge however it was found that there was a out of box failure of the display lcd that was replaced as vertical line appeared on the display so fse installed the new display lcd and then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical service. The failure analysis and testing dept. Received top display lcd with a reported unit failure of scrambling, glitching display. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed top display lcd into the monitor of the cardiosave test fixture and tested the display to factory specifications per procedure and the cardiosave service manual. After an extensive run-in time, the fat could not verify the failure of the display glitching or the display video scrambling. The display passed testing. Retained the display in the failure analysis and testing department per procedure. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Event description:
N/a.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.